Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. Visual inspection noted that the reload was partially fired. Functional evaluation noted that the reload fired without issue. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. The reported condition was confirmed. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this device lot number as released meeting all medtronic quality release specifications at the time of manufacture. The investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The powered handle stopped firing in the middle of the cycle. The tissue was not damaged. Another reload was used to transect the tissue. No patient is injured and stable currently. No medical intervention required. No surgery time extended by 30-mins or more.